Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2023-00498. 1. Section d. Box 4. Unique identifier h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the main pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a neuron select catheter 6f (6f select), and a guidewire. It was reported that the flash catheter and 6f select was flushed. During the procedure, the physician placed the flash catheter with the guidewire in the vessel. The physician then advanced the 6f select over the guidewire and into the flash catheter when the 6f select fractured at the hub. It was reported that the 6f select was partially inside the flash catheter. Therefore, the physician pinned the 6f select and removed it over the guidewire. The procedure was completed using a new 6f select and the same flash catheter. There was no report of an adverse effect to the patient.